Event description:
It was reported that when advancing a jelco® viavalve® safety IV catheter, while the needle was in the vein, the user got a flash of blood and felt resistance. When the catheter was pulled back, it was damaged. The catheter was not damaged when it was originally opened. No injury was reported.